Manufacturer narrative:
G4: 01may2020 b4: (B)(6)2020. The device was evaluated by the field service engineer and no abnormalities were found during testing or in the error logs. The device was tested and functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
The customer reported that the waveform of the tidal volume does not revert back to the baseline. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.